Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A revision procedure was performed where the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received that the cause of the high out of range right ventricular (rv) pacing impedance measurements was suspected to be a lead fracture, however nothing was visualized on fluoroscopy and the lead was not tested on a pacing system analyzer (psa) during the procedure. It was also noted that during the extraction of the lead, the helix would not retract.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the suture location was at approximately 25 centimeters (cm) from is-1 pin. Further review determined that the suture location likely moved since implant and was likely originally at 18 cm from is-1 pin. Visual inspection of the lead noted both the internal and the external insulation were abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A revision procedure was performed where the rv lead was explanted and replaced. No additional adverse patient effects were reported. Additional information was received that the cause of the high out of range right ventricular (rv) pacing impedance measurements was suspected to be a lead fracture, however nothing was visualized on fluoroscopy and the lead was not tested on a pacing system analyzer (psa) during the procedure. It was also noted that during the extraction of the lead, the helix would not retract.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on january 10, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.